Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Incorrect cartridge selection additional information: on what tissue type was the device used? At what location on the tissue? Lung. Was it used on thick tissue? (What is thick tissue?/ they always use blue so answer is no?) What was the quality of tissue in the area where the device was fired? Good. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? First. During which stroke did the event occur? First. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Blue. Was the cartridge correct inserted, did they hear the 'click'? (Not known, I was not there) did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Forces were higher, difficult. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No it did not, it was difficult to open. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? No. Since there was bleeding, is it possible that the patient's health history or anatomy contributed to the difficulties that were encountered? No the bleeding was because of failure of the staple line!! How much blood did the patient lost? Was a transfusion required? No transfusion. Needed, how much blood exactly don't know. Was the patient taking any anticoagulants? If yes, specify prescribed medication. That is patient information I cannot get. Does patient have a known coagulation disorder? Has the patient taken any steroids? Not known. What was the patient's pre-op hemoglobin and hematocrit? No. What was the patient's post operative hemoglobin and hematocrit? No. What were the patient's pre-op diagnosis, did he/she suffers from cancer? Yes. Lung cancer, but staple line was on 'healthy tissue'. If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? If so, what? Don't know, patient information. What is the age and sex of the patient? Not known. Has this any impact on the patient, the surgery or the healing process? What is the current status of the patient? Doing well, they ended the procedure with endo gia, covidien. The analysis results showed that one ec60 device was returned with no visual non-conformances and loaded with an echelon 45 reload. The reload was noted to be unfired. The device was tested for functionality with an echelon 60 reload and it achieved a complete 3-strokes fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. It should be noted that the echelon 60mm device is designed to work only with echelon 60mm cartridges, for further loading instructions please refer to the echelon 60mm IFU.

Event description:
It was reported that during a video assisted thoracic surgery with lobectomy there was some resistance when firing the straight device. The first firing was with a blue reload and the second firing was also blue and also had resistance. To be safe they opened a new device. At that moment the first staple line burst and there was a lot of blood so they were forced to convert to open. The device was also difficult to open. The procedure was ended by using a endo gia. Procedure ended well, patient is doing well.